Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, it was reported that on (B)(6) 2024, the patient experienced inaccurate cgm values which occurred an unknown number of days after the sensor had been inserted in the abdomen. The day of the event the cgm reading would have been low, but no specific cgm reading was reported. The patient did not have any symptoms but ate something to treat the supposed low. No fingerstick was taken at that moment. After the self-treatment the patient started vomiting and was brought to the hospital by his friend. When a fingerstick was taken the blood glucose reading was high, but no specific value was remembered by the patient. The patient was hospitalized and was treated with insulin given by injection. The patient eventually stayed for a total of 5 days at the hospital, but due to the patient contracting covid while he was at the hospital. According to the patient it took 2 days to treat the hyperglycemic event. At the time of the report the patient had recovered. There was no documentation of further medical evaluation or intervention. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.